Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a normal device change for elective replacement indicator. During the procedure, when disconnecting the right ventricular lead from the pacemaker, it was noted through the analyzer that the lead had no capture. The loss of capture was due to a suspected fracture. The lead was capped and replaced. The patient was stable after the surgery.